Event description:
It was reported that this right atrial (ra) lead was part of the allegation of possible infection. Reportedly, the patient had tenderness or redness around the implant site. The caller marked the redness to make sure the symptom does not spread. No adverse patient effects were reported. The ra lead remains implanted.